Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 08/17/2015. Investigation results are as follows: visual inspection was performed and no visible damages were observed to the platform. Functional evaluation of the returned platform was performed and the customer's reported complaint that the autopulse platform displayed a "realign and reset lifeband" message was not observed. The reported complaint of the autopulse platform turning off by itself was confirmed. This is a normal operation of the platform if the device is powered on and no other buttons are pressed, the device will power off by itself. When the autopulse platform was powered on, a user advisory (ua) 27 (encoder fault (>3000 rpm)) was observed. Further inspection was performed and the cause of the ua 27 was determined to be that the encoder gearbox was not functioning properly. After, the encoder gearbox was replaced, the platform was run with a large resuscitation test fixture (equivalent to a 250 pound patient) for approximately 20 minutes and no other user advisories or warnings were observed. A review of the platform's archive was performed and multiple user advisories (uas) such as a 12 (lifeband not present), 18 (max take-up revolutions exceeded), 27 (encoder fault (>3000 rpm)) and 45 (not at "home" position after-on/restart) messages were observed on the reported event date of (B)(6) 2015. Consistent with the customer's reported complaint; a review of the archive also showed that the autopulse platform timed out and turned off by itself after 2:07 minutes. The root cause for the ua12 fault is likely due to the lifeband belt clip not being detected in the platform spool shaft. Ua 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. A ua 18 will result in the autopulse platform displaying a a "check patient alignment" message, thus confirming the customer's reported complaint. Based on evaluation of the device, the ua 27 codes are attributed to the encoder gearbox not functioning properly. The ua 45 codes were likely due to the lifeband straps not being pulled completely out prior to turning the device on. Based on the investigation, the part identified for replacement was the encoder gearbox. In summary, the reported complaint of the autopulse platform "turning off by itself" was confirmed during review of the archive and during functional testing. The reported complaint of the autopulse platform displaying a "realign and reset lifeband" message was confirmed during archive review. Unrelated to the reported complaint, the platform displayed a user advisory (ua) 27 message during functional testing and is attributed to the encoder gearbox not functioning properly. After replacement of the part identified during investigation, the platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform performed a couple of compressions and then stopped and displayed a "realign patient and reset lifeband" message. The user attempted to realign the patient and reset the device, however the issue would not resolve. The user reverted to manual CPR (exact length of time was not provided). The customer also stated that autopulse would shut off by itself. No adverse patient sequelae was reported. No further information was provided.